Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported "cramping and feeling unusual". A peritoneal dialysis registered nurse (pdrn) reported the cramping was due to constipation. The onset date of the constipation is unknown. The pt was admitted to the hospital on (B)(6) 2015 and continued (pd) treatments while in the hospital. The pt was discharged on (B)(6) 2015 and the constipation was reported as resolved.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. The system level review of the liberty cycler and concomitant products found no indication that the products cause or contributed in anyway to the pt event.